Event description:
In 2009, the patient reported that an e6 (mechanical) error was displayed on her infusion device at 7:00 am. She was unable to clear the error and she removed the battery from the infusion device. Her blood glucose at that time measured 147 mg/dl. At 10:45am her blood glucose measured 253 mg/dl. At 11:30 am, the patient returned home and changed the battery and performed the change cartridge procedure to clear the error. The battery in use at the time of the incident expired in 2007 and had been in use for 2-3 weeks. She was advised to purchase batteries that are not expired. Her blood glucose measured 268 mg/dl and she felt tired. She bolused 2 units of insulin and at 1:30 pm her blood glucose measured mg/dl. Her target blood glucose level is 120-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.